Event description:
The following has been reported: an IV pump in which the lever does not work. No patient harm was reported and no infusion stoppage was reported. The lever will not move at all, it's stuck in one place. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (lever arm). The pump was returned for investigation. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. Set ID seal appears intact as contamination at the seal does not cross over into the set ID. Additionally, it was found sticky residue on lip seals on all for loading pins. Also, the screw boss for 1 screws on the front housing were all broken off and the wifi board is unseated. This report is being filed for the fluid ingress discovered during investigation. No further investigation required.